Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump occlusion did not function as expected. The user requested service personnel to verify the occlusion and roller to roller adjustment. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.